Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspectionverified that all internal components were secured, and normal wear was noted on the chassis exterior. Ac power was applied to the rf generator and a successful power on self-test was observed. Inspection of the internal components revealed a failed capacitor c49 located on the radio frequency control board, which resulted in the thermal event reported. No functional testing was performed due to the physical damage previously identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the reported thermal event has been isolated to abnormal functionality of the radio frequency control board.

Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
During the procedure with the patient on the table, the device displayed the error message "patient is no longer connected" and the case was cancelled.